Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/reporter, the patient's wife, contacted lifescan to report the one touch ultramini meter was giving the error 2 error message with the test strips and that the test strips were peeling. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 4:00 am the patient attempted to test his blood glucose level; however, obtained the error 2 error message with the reported meter; he was unable to obtain a blood glucose reading. The patient noted the test strips were peeling prior to insertion into the meter. The patient took no actions due to the meter issue. Thirty minutes afterwards, the patient experienced the symptoms of shaking, sweating and rapid heartbeat. The patient did not seek any medical attention or treatment. The patient manages his diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter and test strip issue. Therefore this complaint is being reported.